Manufacturer narrative:
The visual examination of the returned drill showed that the front part of the drill was strongly discolored and the cutting edges of the tip as well as the drill helix were completely destroyed due to collision and friction with a metallic object. The collision and friction led to a high temperature and the strong discoloration. The root cause for the reported event can be attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.

Event description:
After the sterilization, the tip of the drill was discolored. Other drills sterilized with it were normal. However, later when we received this products back, during initial investigation it was found that the cutting edges of the drill helix were broken.

Manufacturer narrative:
Visual examination of the returned drill showed that the front part of the drill was strongly discoloured and cutting edges of the tip, as well as the drill helix were completely destroyed resulting from collision and friction with a metallic object. Additionally, parts of the material at the cutting edges were broken as well as cracks and material bulging were visible. Furthermore, the collision and friction with a metallic object led to high temperature and strong discolouration. The discolouration (blue colour) indicated that the drill was exposed to a temperature approximately between 300-350 degree celsius. The root cause for the reported event can be attributed to inappropriate user handling. No indications were found for any material, manufacturing or design related issue.

Event description:
After the sterilization, the tip of the drill was discolored. Other drills sterilized with it were normal. However, later when we received this products back, during initial investigation it was found that the cutting edges of the drill helix were broken.